Manufacturer narrative:
Additional information was received that the aortic insufficiency was severe central regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and three months following the implant of this transcatheter bioprosthetic valve, a valve-in-valve implant of new transcatheter bioprosthetic valve was performed due to aortic insufficiency. No additional adverse patient effects were reported.